Event description:
A skin graft was to be performed, the case was set up for the use of a padgett dermatone with the blade placed on the sterile field. The padgett was in use on another case, so the zimmer dermatone was brought in the room. The scrub tech questioned the blade present and was told it was the appropriate blade. The blade was placed on the zimmer dermatone and when applied to the skin a section of the skin was removed rather than a smooth thin layer of skin. The skin area was repaaired by the physician at this time with sutures. Injury to the patient was mild to moderate with no permanent damagedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: failure to follow instructions, mated with incompatible equipment. Conclusion: device failure occurred and was related to event, user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.